Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided. Some of the insulin pump error alarms had reoccurred before. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected inter processor communication error, hardware low level failures error, or the motor processor did not report the insulin pumps stroke as finished in reasonable time alarms were noted. (B)(4).